Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that device interrogation noted a lead warning occurred. It was further reported that device data noted nonphysiologic noise on electrograms and a history of high/undefined impedance measurements. The lead was capped and replaced.